Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.1, 2nd inr: 2.8, mean: 2.95, sd: 0.21, %cv: 7.19. Analysis of customer's data revealed that repeated inratio test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient stored strips in the refrigerator and held them in hands to warm up before testing. Per product user guide, sealed strips should be left out for at least 5 minutes to allow them to reach room temperature before opening for testing. Also, patient sometimes takes longer than 15 seconds to apply blood to strip. Improper fingerstick technique could have contributed to inaccurate inr results. As reviewed on 12/08/2010, ninety-four discrepant result complaints were reported for lot #233708 yielding a complaint rate of 0.070%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's wife) alleged imprecision with inratio meter. Results as follows: date; (B)(6) 2010, inr: 3.1, 2.8.